Event description:
It was reported that patient underwent a revision hip arthroplasty procedure on (B)(6) 2008. Subsequently, another revision procedure was performed on (B)(6) 2010, due to loosening. The acetabular cup, acetabular liner, and modular head were removed and replaced. It was noted by the surgeon that there was delamination of the porous coating on the backside of the acetabular cup and failure of bony ingrowth. It was further reported that patient had a history of pelvic radiation due to uterine cancer. No further information has been received to date.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.review of device history records show that lot released with no recorded anomaly or deviation.(B)(4)

Manufacturer narrative:
High magnification of the explant shows bone like substance throughout the implant. It is possible that this is not from bone generation around the implant but from graft material used during surgery. Additionally, there is an area where the porous layer has delaminated. However, the adjoining areas of porous coat seem well-adhered to the substrate. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent a revision hip arthroplasty procedure on (B)(6) 2008. Subsequently, another revision procedure was performed on (B)(6)2010, due to loosening. The acetabular cup, acetabular liner, and modular head were removed and replaced. It was noted by the surgeon that there was delamination of the porous coating on the backside of the acetabular cup and failure of bony ingrowth. It was further reported that patient had a history of pelvic radiation due to uterine cancer. No further information has been received to date.